Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "modular cementless total hip arthroplasty for multiple epiphyseal dysplasia" written by seung-jae lim, md, youn-soo park, md, young-wan moon, md, sung-mo jung, md, hae-chan ha, md, and jai-gon seo, md published by the journal of arthroplasty vol. 24 no. 1 2009 accepted 13 january 2006 was reviewed. The article's purpose: "the purpose of this study is to present the clinical and radiographic results following tha using modern modular cementless prostheses in a consecutive series of patients with med and advanced osteoarthritis of the hip, which were treated by a single surgeon at a single institution." The data was compiled from 10 patients (20 hips) receiving thas between april 1997 and february 2003 with mean age of 38.7 years and mean duration of follow up of 4.8 years. Depuy products utilized: srom stem in all hips. The article refers to the srom as modular system used in conjunction with a titanium allow cup that was pressfit and fixated with one or additional screws, along with a modular femoral head. Bearings were 1 mop, 5 cop, 8 mom (ultima), 9 coc - all depuy related products. Poly liners were enduron. Adverse events: hip pain, osteolytic lesion at greater trochanter treated with surgical debridement and bone grafting the effected area (article notes in discussion that poly liner had wear which was exchanged along with femoral head), thigh pain, femoral stems in slight varus position radiographically but not progressive, intraoperative femoral fracture during stem insertion/application of press-fit and treated with cerclage wiring, heterotopic ossification (no functional limitations and no interventions) the article does not mention material debris and does not provide adequate information to determine accurate quantities of impacted products.